Event description:
During the procedure, the physician used a wilson-cook huibregtse needle knife papillotome. While cutting the patient's tissue, the distal tip of the needle broke and detached in the patient's duodenum. The detached portion was retrieved with a net retrieval device. The patient's condition was reported as unchanged by the event.